Manufacturer narrative:
After multiple unsuccessful attempts to contact complainant regarding return of complaint catheter, we are closing this complaint as reported event not confirmed.

Event description:
It was reported that during a cardiac cath procedure, it was noticed that the shaft of the catheter was bent. The catheter was replaced and the issue resolved. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.